Event description:
It was reported a patient underwent left total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2006 due to infection. The polyethylene bearing and locking bar were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.